Event description:
Reporter alleged obtaining a blood glucose result where the screen displayed: hypo 63 mg/dl (the hypoglycemic indicator was turned on) immediately after an undosed test strip was placed in the meter on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.